Manufacturer narrative:
Continued: h.6. F2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. The device has been explanted. This relates to unknown side.

Manufacturer narrative:
Additional, changed, and/or corrected data. This record has been identified as a duplicate to (B)(4) MDR 9617229-2023-11330. All relevant information will be transferred to operating record.

Event description:
Previous medwatch submission noted rupture. Upon further information, allergan has determined that this record is a duplicate record. Please see MDR 9617229-2023-11330 as the operating record related to this complaint.